Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt was having trouble communicating successfully with their pump to deliver a bolus. Multiple attempts had to be made by the pt before they could successfully acquire a bolus. It was further reported on (B)(6) 2010, that a "lemon" sized inflammation occurred over the pump site. The inflammation was noted to have been worse at night, but would never really go away. The pt also later reported the following on (B)(6) 2010: return of pain/increased baseline pain, burning sensation at the location of her back, and having had another lump in the location of her back which occurred about 3 weeks ago. Swelling was also experienced when the pt would be up and moving around. A telemetry error code (code 0617) was displayed on the pt's personal therapy mgr (ptm) device. Pump logs and technical reports were noted to have looked very normal, however, per a telemetry strip, a denied bolus request was indicated. Hydromorphone (10 mg/ml at 1,199 mg/day) was administered via the pump. On (B)(6) 2010, it was reported that an audible pump alarm had occurred for the past week. The alarm was noted as being two-tone, much like the same sound the pt had heard last yr, when a catheter had disconnected from the pump. The alarm was not confirmed by telemetry. Volume discrepancy was checked, and no issues were found. The pt felt that the bolus doses she received were either underdosing or overdosing her. It was further noted that a company rep mentioned to the pt that he was concerned the medication wasn't "going in", or that the pt was receiving too much medication. A pump refill was scheduled for (B)(6) 2010. A dye study was planned. The pt had noted the following in her history: at the time when the pump was implanted, an audible alarm had occurred; they "had a pump which was demagnetized." In (B)(6) 2010, the pt's catheter was revised due to the "catheter coming out of the spine." Additional info was requested but not available at the time of this report. A f/u report will be filed if additional info becomes available.